Event description:
Medtronic received a report about a patient who underwent a procedure on (B)(6) 2021 in which a pipeline stent was implanted. There were no reported device issues or intraoperative issues. It was reported that right partial paralysis and aphasia appeared immediately after the procedure, however the symptoms receded naturally. MRI revealed no clear acute cerebral infarction. About 3 hours after the procedure, the patient had intraabdominal bleeding at the puncture site because of the discontinuation of the dual antiplatelet therapy (dapt). In the morning of januaray 14th, the patient presented with anemia and received 2 units of blood. Dapt was resumed on january 15th. Right hemiplegia and aphasia appeared on the morning of (B)(6). An emergency digital subtraction angiography was performed, finding of thrombosis were observed inside of the pipeline and outside of the stent. Thrombolytic therapy was performed and then a reduction of intrastent thrombus and revascularization of the left aca was confirmed. However, it resulted in a cerebral infarction that occurred frequently, main in the left aca and mca, rehabilitation was also performed. Seven months after surgery, the patient was transferred to a different hospital for rehabilitation at modified rankin scale (mrs) score of 5.

Manufacturer narrative:
E: initial reporter/physician information not reported by region due to countries privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.